Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) overheated and got burnt while charging. The patient also states that she plugged in her pdm to charge in the morning and her son noticed a burnt smell. That was when they noticed that the pdm charging cable had burned the carpet and the pdm was burning the table.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. No lot release records were reviewed, as the product lot number was not provided.